Event description:
It was reported by service report that the bed was missing a 120 volt power supply outlet. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power inlet.